Event description:
It was reported that the pt was experiencing an increase in seizures recently. The device is reportedly at end of service, but it is unk if this is the cause of the seizures. The relationship of the seizures to pre-vns baseline is unk. A rough battery life calculation was performed and resulted in approximately 0.82 years until end of service. The pt underwent surgery to replace her generator in 2010. Attempts for further info and product return are in progress.